Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found lead insulation degradation at 33.6cmn from the distal tip.

Event description:
This report is to advise of an event observes during analysis.